Manufacturer narrative:
Physio-control further evaluated the returned device and confirmed, through analysis of device electronic downloads, that the issue was due to a depleted battery. The battery was not returned with the device. The device was tested with a test battery and was able to power on with no discrepancies. Device was destructively tested.

Event description:
Physio-control received a report that the user could not access the device troubleshooting mode as the device turns itself off. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the device and the reported issue of "could not access the device troubleshooting mode as the device turns itself off" was not verified, therefore further cause of this was not determined. The customer received a replacement device.

Event description:
Physio-control received a report that the user could not access the device troubleshooting mode as the device turns itself off. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that the user could not access the device troubleshooting mode as the device turns itself off. There was no report of patient involvement associated to this event.